Event description:
Customer reported a bravo capsule that was already detached from the delivery system inside the packaging. Following internal investigation, it was concluded that the capsule was detached from the delivery system but there are signs of blood in the suction chamber of the capsule. Therefore, this sr will be investigated as fail to attach.